Event description:
It was reported that during a device check this implantable pacemaker went into safety core after a single interrogation. Device replacement was recommended. At this time, a date has not been set and the device remains in service. No adverse patient effects were reported.